Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided and without the device to examine, a definitive cause for the reported difficulties could not be determined; however, factors that could contribute to failure to advance include, but are not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, interaction with previously placed stents or accessory devices. Stent dislodgement may be attributed to several factors including, but not limited to, positive pressure during preparation, forced sheath removal, handling of the stent during preparation, and interaction with patent anatomy or accessory devices. In this case, it is possible the device may have interacted with the patient anatomy during advancement, contributing to the reported failure to advance. Further interaction with the anatomy during retraction of the device may have contributed to the reported stent dislodgement; however, based on the limited information provided and without the device to examine, this cannot be confirmed. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a lesion in the obtuse marginal branch of the left circumflex artery. The 3.0x33mm xience skypoint stent delivery system was attempted to be advanced; however, failed to cross the lesion despite not noting resistance or unusual anatomy. Once removed, the stent was observed to be hanging halfway off the uninflated balloon of the xience skypoint delivery system. There was no resistance during removal. A new smaller and shorter stent was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.